Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿the customer reported about low draw of tube.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿the customer reported about low draw of tube.¿